Manufacturer narrative:
The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a transpac® IV disposable monitoring kit w/bonded stopcock, self-retaining cap and 30 ml squeeze flush device that experienced device inaccuracy. It was stated that the nicu rn reported that transducer will not give a consistent reading for a-line bp. The device zeroed multiple times, then cable changed out, and multiple nurses attempted to trouble shoot problem. The monitor will only consistently give number in parathesis but not actual bp reading. Uac is new this am, patent when flushed, and it does draw back. The event date occurred 12-jun-2025 at 1:58 pm. The sample is available for evaluation. There was patient involvement, no human harm and unknown delay in therapy reported.

Manufacturer narrative:
Correction: d9 - device available for evaluation - no. Investigation summary: the complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.